Manufacturer narrative:
Method: no testing methods performed (related device was not returned to MFR). Labeling eval performed. The IFU notes pseudoarthrosis as a possible surgical complication. Results: no results available since no eval performed (related device was not returned to MFR. Conclusion: known inherent risk of procedure.

Event description:
A pt underwent a revision surgery to address pseudoarthrosis and adjacent segment disease developed after a lanx anterior cervical plate was implanted on (B)(6) 2012.